Manufacturer narrative:
The user facility has elected to purchase a new washer in lieu of having their existing unit repaired. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the root cause of the reported event is attributed to the heating elements. The heating elements overheated resulting in the reported event. The washer was installed in 2007 making it approximately 13 years old. Steris has provided the user facility with a quote for repairs; steris is awaiting a response from the customer. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance vision multi-chamber washer caught fire. The fire department was dispatched. No report of injury.